Event description:
A zoll pt svc rep (psr) called zoll customer support to report that a (B)(6) female pt's battery charger/modem was not working. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger / modem sn (B)(4) has been completed. The reported problem (charger not working) has been confirmed. Upon investigation the current controlling transistor q1 was shorted and the charger batter board was contaminated. The root cause for the contamination and shorted transistor was ingress of an unk liquid. No adverse event resulted from the contaminated battery board and shorted q1 transistor. The pt received a replacement battery charger/modem.